Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty control console cable. System operates as intended.

Event description:
It was reported that the control console would intermittently stop working, due to a cable that appeared to be overheated. No patient injury reported.